Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported ischemic attack, cerebrovascular accident, hemorrhage, mr, and cardiac arrest. Ischemic attack, cerebrovascular accident, hemorrhage, mr, and cardiac arrest are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Literature: article titled "incidence and predictors of cerebrovascular accidents in patients undergoing transcatheter mitral valve repair with mitraclip."

Event description:
It was reported through a research article that 2,238 patients underwent a mitraclip procedure. Within the 14-month follow up, the implanted mitraclip may have caused or contribute to stroke, bleeding, recurrent mitral regurgitation (mr), atrial fibrillation, and transient ischemic attack (tia). Additional information is listed in the attached article, titled ¿incidence and predictors of cerebrovascular accidents in patients undergoing transcatheter mitral valve repair with mitraclip.¿